Event description:
According to the reporter, prior to use, the unit had no measurement. There was no patient involvement.

Manufacturer narrative:
Product analysis # (B)(4): one mviih adv neo intubated long term filterline was received with customer stating, ¿no measure¿. Visual inspection showed no visible damage. The filterline was connected to a capnostream 35 (cl-15793) and a cannister of calibration gas where the filterline was recognized and displayed readings as expected when pressing and letting go of the cannister. No fault was found. Filterline was retained after analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: mviih adv neo intubated long term lot#c240417204 mviih adv neo intubated long term lot#c240417204 mviih adv neo intubated long term lot#c240417204 mviih adv neo intubated long term lot#c240417204 mviih adv neo intubated long term lot#c240417204 mviih adv neo intubated long term lot#c240417204 mviih adv neo intubated long term lot#c240417204 mviih adv neo intubated long term lot#c240417204 mviih adv neo intubated long term lot#c240417204. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the unit had no measurement. There was no patient involvement.